Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time the device was programmed for continuous + bolus delivery of an unspecified concentration of morphine, with a 1mg/hr continuous rate, a 1 mg bolus dose and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the pt was transferred from the operating room to the recovery room. At that time, the device was programmed to deliver, a 2 mg/hr continuous rate, a 2 mg bolus dose and the delivery was started. After an unspecified length of time, the customer contact reported the pt complained of pain. The physician was notified. At that time, the physician ordered an unspecified concentration of fentanyl 50 mcg IV (intravenous) to be given. After an unspecified length of time the pt's pain was reported to be less. The customer contact reported the pt was transferred from the recovery room to a pt room. At that time, the device was programmed to deliver a 1 mg/hr continuous rate, a 1mg bolus dose and the delivery was started. After approximately 2 hours, it was reported the device indicated the 12 mg dose limit had been reached and that the delivery had completed sooner than expected. No specific details were provided regarding the time the delivery was expected to have been completed, or the volume that was expected to be remaining in the morphine container. The customer contact indicated that the pt experienced an unspecified area of pruritus and numbness. The device was removed from clinical use. Therapy was resumed with a replacement device. After an unspecified length of time. The customer contact reported that the pt was doing better. Though requested, no additional information was provided, including if any medical interventions were required.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.